Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure that a balloon material detachment occurred. The lesion was located in the calcified superior femoral artery. The physician advanced another manufacturer's guide wire to the popliteal artery. A non-bsc balloon was advanced and inflated to 12 atms for 22 seconds and then removed. An apex 3.0 x 40mm balloon was advanced to the target lesion and inflated once to 14 atms for 50 seconds and removed from the patient. Next, the 3.0 x 30mm apex over-the-wire balloon catheter was advanced to the lesion and it was noted that an "apex balloon rupture" had occurred. The physician then advanced an apex 2.5 x 40mm balloon catheter with the apex 3.0mm x 30mm and felt resistance. The apex 2.5 x 40mm was inflated twice to 14 atms. When the physician removed both apex catheters as a unit, a piece of the balloon material from the 3.0 x 30mm apex "came with it". The physician attempted to snare the remaining piece of the balloon material that had migrated to the popliteal artery, however, this attempt was unsuccessful. The physician did not complete the procedure due to this event. The physician consulted with a vascular surgeon. No further patient complications were noted and the patient's condition was reported as "fine".